Event description:
A male patient underwent aaa repair in 2007. His preprocedure diagnosis was minor calcification in the neck which the physician judged insignificant. The procedure went as labeled but on final angio a proximal type I endoleak was noted. The leak was judged to have been caused by insufficient sealing due to the calcification. Another manufacturer's stent and balloon were utilized to obtain secure sealing. This took care of the endoleak.

Manufacturer narrative:
Evaluation: still under investigation.